Manufacturer narrative:
(B)(4).

Event description:
It was reported the incision had opened up. The patient was doing fine.

Event description:
It was reported the patient had an infection at the pocket site. The infection might have been aerobic or anaerobic. The patient was prescribed antibiotics and the infection cleared. They were receiving effective stimulation.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0ncuu, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).